Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, the thumb advancer was advanced, but the sheath did not completely split. The starclose se clip was on the distal end of the device. The starclose se clip did not deploy on the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 2983 labeled. Internal file number - (B)(4). Correction: device coding - removed code 2587. Evaluation summary: the device was returned for analysis. The reported thumb advancement issue and clip deploying at the distal end of the device were confirmed. The observations noted during analysis indicate it is likely inadvertent change in angle of the device during initial deployment of the thumb advancer resulted in the thumb advancer resistance and the subsequent device damages, which interfered with the clip during deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty. Resistance was felt during advancement of the thumb advancer to split the sheath. No additional information was provided.